Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was not calibrated to the screen, the stylus tip and screen cursor were not aligned. The connection between the overlay and the xy board was reseated and the stylus calibrated. It was additionally noted that the power cord bay assembly latch was broken and the power cord bay was therefore replaced. The hard drive was reconfigured and the software reloaded and updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not correctly calibrate with the screen. The stylus was replaced and calibration was performed, but that did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.